Event description:
Info received indicates the head section popped out of the track.

Manufacturer narrative:
The technician found the head section came off of the track. The technician replaced both slider extrusion brackets, retracting arms, position sensor and head cylinder to repair the bed.